Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0935y, implanted: (B)(6) 2013, product type; lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type; extension. Product ID: 3387s-40, lot# va0bdc3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported that the patient whose indication for use is parkinson's dual and movement disorders had a fall at home and had been transported via the ambulance to the hospital on (B)(6) 2015. The patient had fallen back and hit/landed on his elbows but not his head. The patient immediately had sharp pains and tingling in his hands especially on the left side. Patient symptom included shocking or tingling in the hand on the right side. Patient symptoms of tingling and shocking were sudden in nature. The patient had bilateral deep brain stimulation but at the time only the right side was on. The right battery was shut off, the patient took pain medication and the tingling and numbness had decreased. The implantable neurostimulator (ins) was turned off and the patient had indicated the tingling sensation seemed to have lessened. The manufacturing representative saw the patient about 4 hours after the fall to check impedances. Both sides were checked and no problems were found on either side. The right side was turned on again for a few minutes and the symptoms in the left hand had not increased when the battery was on. The lengths of the extensions were palpated and the patient had not felt and tingling or zinging. The patient was being discharged as the manufacturing representative was leaving but it was recommended that the patient follow-up with the neurologist the next day. The cause was not determined, the device was queried and there were no abnormal impedance noted and no abnormal stimulation with palpation over ins. It was not believed to be related to the deep brain stimulator.